Manufacturer narrative:
The reported issue states: turning off/losing power intermittently. The unit turned off during the transport of a patient and the unit was tapped on the side and then the screen turned back on. Thankfully no patient harm happened. I checked error codes and none showed. I'm guessing it might need new power cables to be replaced. The complaint device was returned for evaluation. Technical evaluation identified that the gnd wire on the power assembly module (a03) connection to battery was cut. The power module assembly (a03) failed. Additionally, the warranty sticker had been tampered with. The customer complaint was confirmed; however, the failures identified were not related to a previous service or repair. The root cause was determined to be the gnd wire was cut. The power module assembly was replaced. Preventative maintenance, calibration and a parameter test were performed, the device was checked for case damage, the circuit boards were inspected and the unit was tested on a simulator. Additionally, the device ran overnight and no red service light appeared. The user test succeeded. No further investigation is required.

Event description:
The reported issue states: turning off/losing power intermittently. The unit turned off during the transport of a patient and the unit was tapped on the side and then the screen turned back on. Thankfully no patient harm happened. I checked error codes and none showed. I'm guessing it might need new power cables to be replaced.